Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. There was no malfunction report of the subject device concerning the events. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On september 27, 2018, olympus medical systems corp. (Omsc) received a literature titled ¿clinical study on tul treatment outcome for kidney stones and ureteral stone in our hospital¿. The literature reported the result of tul (transurethral lithotomy) procedures using olympus uretero-reno videoscope (urf-p5) with an non olympus ho:yag laser for 70 cases at the user facility between january 2017 and january 2018. In the subject procedures, acute pyelonephritis (2 cases) and intraoperative ureteral injury (2 cases) occurred. Further detailed information could not be obtained from the user facility at present. Therefore, according to the number of the type of complication (acute pyelonephritis and intraoperative ureteral injury), omsc is submitting 2 medical device reports. This is a report on intraoperative injury. (2 of 2 reports).